Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind and displacement test. No compromised force sensor system alarms noted. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. Device received with broken reservoir tube lip. Device received missing o-ring (reservoir tube). Device received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 256 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.